Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call customer was received emergency medical services for high blood glucose on (B)(6) 2020. Blood glucose reading was unknown. The customer stated heart beats were high and had a lot glucose in urine. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.